Event description:
A caller reported experiencing a cartridge alarm during the loading process of their insulin pump, specifically cartridge alarm 20. There was no adverse impact to the customer's blood glucose level. Despite following proper procedures, the customer was unable to load a new cartridge, prompting tandem technical support to confirm the issue and decide to replace the pump. The pump was no longer under warranty, and the customer expressed interest in obtaining an out-of-warranty loaner pump. It was noted that the customer did not have a backup therapy available and planned to consult with their healthcare provider.